Manufacturer narrative:
Concomitant products: product ID 8709, lot # l69914, implanted: (B)(6) 2000, explanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that a pump failure occurred. The healthcare provider (hcp) ¿still didn¿t get it right.¿ there was lots of scar tissue and the patient did not get good benefit. The pump and catheter were replaced and they ¿finally got it right.¿ the pump medications at the time of this event were not reported. However, at the time of the report, the device system was used to deliver fentanyl, bupivacaine and sufenta, and was previously used to deliver demerol, dilaudid and morphine. Additional information was requested but was not available at the time of this report.